Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 465 mg/dl at the time of incident. The other blood glucose level were 454 mg/dl, 415 mg/dl, 400 mg/dl. The customer treated high blood glucose with bolus. Customer reported bent cannula. The insulin pump will not be returned for analysis.